Manufacturer narrative:
(B) (4).

Event description:
On (B) (6) 2009: pt's husband reports: pt has been unable to recharge for a week. Pt has discussed the problem with a company rep, and had to reschedule an appointment with her md. "Because of continued pain in right side since surgery, I am in the process of ruling out any other medical issue that has come about. Still very difficult to charge system. Implanted too deep." Reportedly, pt has lost weight recently. Incision healed nicely and there is no swelling over the ins. Device outline isn't visible, but can be felt slightly by pushing in with fingers.